Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that his wife were hospitalized with hyperglycemia and high blood glucose readings of 797 mg/dl at the time of the hospitalization on (B)(6) 2017 at 11-12am. Customer's blood glucose reading during the hospitalization was in the 797 mg/dl range. Customer's blood glucose reading at the time of the call was 313 mg/dl. Customer reported that blood glucose 135 mg/dl before breakfast, 170 mg/dl after breakfast. Customer¿s husband suspect that insulin was not delivering properly. Troubleshooting was performed and all settings appeared to be normal. The customer was treated with IV insulin, saline drip. Customer's husband reported that they were wearing the insulin pump at the time of hospitalization. The insulin pump is not expected to return for analysis.